Event description:
Pt here for a tee [transesophageal echocardiogram]. We have received new bite blocks recently that have not been well received by any physician using them. Today, during our tee, the cardiologist, dr [redacted] was bitten through the new bite block.